Event description:
The patient experienced a "burning/melting sensation" when the implantable neurostimulator (ins) was turned on following a fall. Specifically, the patient slipped on the ice and fell on his back on the wooden steps of their porch last (B)(6). The patient desired to have the systems removed. The patient's status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).